Event description:
The customer reported that he received a speaker malfunction. No pt involvement or harm was reported.

Manufacturer narrative:
(B)(4). The customer reported that he received a speaker malfunction. No pt involvement and harm was reported and there was no report of a loss of audio. When there is a loss of audio, the device is designed (as documented in the risk management summary (rms)) to generate a "speaker malfunct." Inop. It is considered that the inop would make the issue immediately obvious to users during close observation of the pt. The importance of using the monitoring equipment in conjunction with close personal observation of the pt is stated in the product labeling. The labeling (intellivue x2 multi-measurement module, instructions for use, part number 453564208381, page 57) describes personal surveillance: "warning: do not rely exclusively on the audible alarm system for pt monitoring. Adjustment of alarm volume to a low level or off during pt monitoring may result in pt danger. Remember that the most reliable method of pt monitoring combines close personal surveillance with correct operation of monitoring equipment." This would allow the user to implement alternative methods of monitoring (if not already applied) per hospital protocol, and/or to troubleshoot the monitor. The mp2/x2 is designed to generate technical inops in cases a parameter or part does not function any more as specified. This inop would be immediate obvious for the user and would allow the user to implement alternative methods of monitoring per hospital protocol, and/or to troubleshoot the monitor. This issue poses minimal health risk. The visual inop, together with the above product labeling, is considered as a sufficient mitigation of risk from a loss of audio. Philips is in the process of obtaining additional info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.